Event description:
It was reported that during use on a patient, the 980 ventilator was inoperative (vent inop) and generated multiple direct current (dc) voltage out-of-range errors. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 980 ventilator was inoperative (vent inop) and generated multiple direct current (dc) voltage out-of-range errors. The device was available for evaluation. A review of the ventilator logs show codes associated with a dc - dc printed circuit board assembly (pcba) failure which results in either backup ventilation (buv) or a loss of ventilation (lov) when these occur during patient which confirms the reported event. The service personnel (sp) inspected the ventilator, confirmed the reported issue and based on the codes, sp replaced the dc-dc converter printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to potential fault in dc-dc converter pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.